Event description:
The manufacturer recieved an allegation that a ventilator service required alarm occurred. A sales representative confirmed the occurrence and replaced the device. There was no harm or injury reported. Upon evaluation of the device, an alarm indicating contamination to the flow sensor was observed, causing a pressure drop between the monitor and outlet pressure sensors. The flow sensor was replaced to remediate the issue.